Event description:
It was reported that the patient presented to the hospital with dizziness and a low heart rate. The device had no magnet response or telemetry. The device was explanted and replaced. It was further reported that the device had no output. No patient complications have been reported as a result of this event.

Event description:
It was reported that that the patient presented to the hospital with dizziness and a low heart rate. The device had no magnet response or telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.